Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer's allegation, the user of the accu-chek spirit combo insulin pump reported that the infusion device was delivering an inaccurate amount of insulin resulting in hospitalization. On (B)(6) 2023 the user received a blood glucose result of 25 mmol/l and had ketones of "2.5." The customer was admitted into the hospital and was treated with unknown long acting insulin and given boluses with quick acting insulin pens. The customer's blood glucose level has decreased to 18 mmol/l. It is unknown how long the customer was hospitalized.

Manufacturer narrative:
Correction: g1 - mfg site name and mfg site email updated.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.